Event description:
It was reported the balloon would not deflate. A procedure was being performed with a 5 x 12 synergy drug-eluting stent. After being inflated, the balloon did not deflate well and therefore it was unable to be pulled back into the guide catheter. The device was removed with the guide catheter and another device was used to complete the procedure without further issue or patient injury.

Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: the synergy ous mr 5.00 x 12mm stent delivery system (sds); catheter lot # 23730408-084 from finished goods batch # 23740086, was returned for analysis within a guide catheter, hemostatic valve and on a guidewire. No stent was returned. The balloon was bunched at the distal end of the guide catheter, with just the distal balloon cone and tip visible at the distal end of the guide catheter. The device was on a 0.013 guidewire. The balloon section and distal polymer shaft was exposed by pulling back the guide catheter. The balloon appeared to have been inflated and deflated with bunching of balloon material at distal end of the balloon. There were no visible balloon tears. The proximal markerband was positioned proximal to the end of the balloon due to balloon bunching and stretching of the distal inner. The proximal markerband was located 3mm proximal to the balloon cone and distal markerband located 8mm proximal to the distal balloon cone. No issues were noted with the portion of the hypotube which could be seen. The proximal hypotube was correctly aligned between b and s on manifold logo. The encore inflation device was verified before and after use. The device was inflated using encore inflation device and a glycerol/water solution, the balloon was successfully inflated to rated burst pressure of 16atm. A vacuum was pulled, and the balloon deflated fully in nine seconds. This deflation time was within the maximum performance deflation time specification of 60 seconds. An attempt was made to withdraw the device into the guide catheter but resistance was encountered when withdrawing, due to a substance in the guide catheter, and the balloon was bunched again in the distal end of the guide catheter. They attempted to loosen the device from the guide catheter, however they were unable to. The guide catheter and guidewire were submerged in water bath at 37 degrees. After soaking another attempt was made to carry out functional testing and withdraw the device. The device was inflated again using an encore inflation device and a glycerol/water solution, the balloon was successfully inflated to rated burst pressure of 16atm. A vacuum was pulled, and the balloon deflated fully in 12 seconds. This deflation time was within the maximum performance deflation time specification of 60 seconds. The stent delivery system was then successfully withdrawn into and removed from the guide catheter. During removal a red bloodlike substance came out of the guide catheter indicating that hardened blood had contributed to the withdrawal resistance in the first functional test attempt. Once the device was removed from the guide catheter the mid-and distal shaft and remainder of the hypotube could be seen and analyzed. The wire could not be removed from the wire lumen as there was stretching damage noted in the inner shaft/wire lumen. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported the balloon would not deflate. A procedure was being performed with a 5 x 12 synergy drug-eluting stent. After being inflated, the balloon did not deflate well and therefore it was unable to be pulled back into the guide catheter. The device was removed with the guide catheter and another device was used to complete the procedure without further issue or patient injury.